Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion. The device was returned to guidant. During routine device analysis it was discovered the battery had prematurely depleted.